Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the right ventricular lead exhibited high capture threshold. After multiple repositioning attempts, a suitable location could not be identified and the guidewire could not be inserted in the lead. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.